Event description:
Customer returned the device for evaluation and repair of leakage from the bending part observed during preparation for use. There is no patient involvement and no reported harm to any patient. Upon evaluation of the returned device, it was observed that a b30 scope communication error message was received for the device. This is attributed to broken charge couple device (ccd). This medwatch is being submitted for the reportable issue of b30 error message received for the device during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that a b30 scope communication error message was received for the device. This is attributed to broken charge couple device (ccd). Other observation for the device: universal cord and video cable are corrugated; angulation in the up direction is out of standards due to the worn angle-wire; gap on the distal end rubber coating (a-rubber) adhesive; and waterproof failure due to the cut a-rubber. The user¿s complaint of leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error b30 (scope communication error) is damage to the charge-coupled device cable or circuit board damage. The additionally found peeling glue noted on the distal end of the device was due to physical or chemical stress. The event can be prevented by following the instructions for use which state: ¿operation manual: important information ¿ please read before use: contraindications, warnings, and precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Operation manual: important information ¿ please read before use: warnings and precautions: disappeared or frozen endoscopic image: - do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connectors, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. - if air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor. Reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ olympus will continue to monitor field performance for this device.